Manufacturer narrative:
Product event summary: it was reported that the battery had exposed wires near the spring loaded connector collar. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed a tear on the output cable. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to wear of the strain relief and/or due to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that by the ventricular assist device (vad) coordinator that the battery had exposed wires near the spring loaded connector collar. The battery was to be exchanged. No patient complications have been reported as a result of this event.